Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 the surgeon found a vicm5_13.2, -06.00 diopter, intraocular lens damage (lens tear/break) before implanting. There was no patient contact and no patient injury. The replacement lens (same model and diopter) was impanted and it was reported that the problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: device returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found the haptic torn with foreign material (residue) on the lens surface. Result code updated (B)(4).